Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, "shut door error code, the door does not feel correct when closing it with or without a line set in it' was reproduced. A review of the history log revealed as 'shut door - power off'. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the case shimming. The device requires case shimming to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump showed a ¿shut door¿ error code and the door did not feel correct when closing it with or without a line set in it. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.